Manufacturer narrative:
Customer returned insulin pump for an alleged blank display and an unexpected open book. Cosmetic damage to an unspecified location found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacements, device persisted on blank display. Unable to perform the self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement, sleep current measurement test due to blank display. Unable to confirm open book due to a persistent blank display. Proceeded by cutting insulin pump open to perform visual inspection on connectors and electronic assembly. Per visual inspection excessive moisture damage was found on the electrical board 1, electrical board 2, motor, force sensor and harness assembly vibrator causing electrical shortage. Unable to download using thus due to a blank display. The following were noted during visual inspection: cracked battery tube threads, cracked battery tube, pillowing overlay and stained overlay. Customer allegations for a blank display was confirmed due to moisture damage on the electrical board 1, electrical board 2, motor, force sensor and harness assembly vibrator. Cosmetic damage at cracked battery tube threads and cracked battery tube were confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm and display anomaly. Customer stated they received low battery alarm and insulin pump did not turned on back. Customer stated critical pump error alarm occurred and received an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.